Event description:
It was reported, that the estimated remaining longevity of this pacemaker had decreased from 2.5 years remaining. To 1.5 years remaining in the span of 6 months. And there are concerns for premature battery depletion (pbd). Boston scientific technical services (ts) requested, a recent device transmission to perform the data analysis. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 2.5 years remaining to 1.5 years remaining in the span of 6 months and there are concerns for premature battery depletion (pbd). Boston scientific technical services (ts) requested a recent device transmission to perform the data analysis. Also, the device was found to be in safety mode and was recommended to be explanted. The device has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 2.5 years remaining to 1.5 years remaining in the span of 6 months and there are concerns for premature battery depletion (pbd). Boston scientific technical services (ts) requested a recent device transmission to perform the data analysis. Also, the device was found to be in safety mode and was recommended to be explanted. The device has been explanted at this time and no information on device return has been received. No additional adverse patient effects were reported.